Manufacturer narrative:
Philips service replaced the clea2 longitudinal drive assy and potm. Unit longitudinal, and tested the system, returning it to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the table was not working and the x-ray image was not displayed after reboot on an azurion 7 m12. The clinical use of the system was in use. There was no reported patient or user harm.